Event description:
I had injections of euflexxa into my knees last friday. My doctor knew I had an adverse reaction to synvisc, which also contains hyaluronic acid. My right knee, which became swollen the last time (I cancelled the second and third injections of synvisc) also became swollen the day after the injection. I am seeing my doctor this week and plan to ask him to aspirate my knee, which is more than twice its size. I have arthritis in my knees. Reference report mw5115355.